Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. No software error alarm was noted during testing. The insulin pump was received stuck in a motor error alarm during bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported a motion sensor test failure alarm when he was attempting a bolus delivery. The customer's blood glucose was 120 mg/dl. The customer was assisted with performing a displacement test during troubleshooting. It was found the insulin pump failed the displacement test. Customer also stated when he attempts to clear the alarm, the insulin pump restarts. The customer then stated the insulin pump prompts him to rewind after restarting and that is when the alarm occurs. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.